Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g3, g6, h2,h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and bad cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: no images were able to be shown due to a bad cable/connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the camera head was not communicating with the system when plugged in. The issue had occurred during inspection for use. There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.